Event description:
Medtronic inc's enlite continuous glucose monitors are failing constantly and rarely meet the recommended use period. The recommended period of time is 6 days but are rarely good for more than 4 days. Before the sensors completely go out they can give up to 12 hours of inaccurate date possibly leading to diabetics treating for these false numbers leading to long term damage or entering a diabetic coma. These problems range from different lots and batches. This is an enormous problem especially with the new products medtronic is putting out because if a closed loop insulin pump uses these inaccurate numbers, it could lead to the death of a pt.